Manufacturer narrative:
This supplemental report is being submitted to provide additional information to the following sections: d9, h3, h6, and h11. The lal was cut into multiple pieces during explantation. No device problem was found during visual inspection. No additional evaluation was performed due to the condition of the returned lens pieces. Manufacturer reference #: (B)(4).

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a light adjustable lens (lal, sn (B)(6), +20.0d) was explanted due to residual refractive error and visual disturbances. A new lal (sn (B)(6), +19.5d) was implanted as a replacement.